Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the evaluation of omsc the following was confirmed; omsc could reproduce the reported phenomenon. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. Air was leaking from the instrument channel port. Omsc disassembled the device, it was found that the entire inside of the control section was corroded. The inside of the instrument channel was buckled, and the buckled part had a hole and air was leaking. The phenomenon that the inside of the instrument channel was buckled appeared to be caused by irregular insertion of endoscopic accessories. And omsc analyzed component of the foreign material that fell from the channel of the device and confirmed the following: sodium alkylbenzene sulfonate, potassium, and iron components were detected. Sodium alkylbenzene sulfonate is derived from synthetic detergents and anti-fog agents, and potassium is derived from chemicals. There is possibility that the iron component was detected by rust inside the control section being transmitted through the instrument channel. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, foreign material fell from the channel of the device. The device had been reprocessed with a olympus automated endoscope reprocessor, oer-3. There was no report of patient injury associated with this event.